Event description:
It was reported to baxter france that the reservoir of one (1) ce intermate lv250 had ruptured during patient use. According to the report, the intermate was filled with 125ml of ticarcilline (claventin) 5g/200mg and sodium chloride and the rupture was observed 10 minutes after the start of infusion. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4): evaluation summary: the device was returned partially deployed. The exchange sheath was completely slit, but damaged at the distal tip. The clip was not returned with the device. The thumb advancer was unlocked and retracted which is consistent with the reported use of the access ports to facilitate device removal. Internal inspection found the movement of an internal component (garage block) was restricted which resulted in the proximal displacement of the components tube and the loaded clip. This prevented further deployment of the device and the clip by limiting the movement of the clip pusher block/tube assembly. The pusher block did not connect with a component at the distal end of the release rod to collapse the locator wings and disengage the plunger due to the restricted movement of the garage block. Review of the device history record for this lot did not produce any findings relevant to this report. The root cause for the restricted movement of the garage block and subsequent inability to deploy the clip is due to resistance encountered while advancing the thumb advancer. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the sheath. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions. The investigation is on-going.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment, difficulty was encountered removing the device. In accordance with the instructions for use, a dilator was inserted into the access ports unlocking the thumb advancer and clip delivery tubeset enabling them to be retracted proximally, which released the device from the tissue tract. Bleeding continued after device removal. Manual compression was applied to achieve hemostasis. When the device was removed, the clip was observed deployed on the distal end of the device. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.